Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 600 (mg/dl). Pump therapy was suspended and manual injections were delivered to address bg levels. Reportedly, cartridge uses humalog and is used up to 4 days at a time. Contact was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to consult with their health care provider to discuss diabetes management. Contact acknowledged.